Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at work. The cause of death was a heart attack. The caller stated that the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose may have been low at the time of death, as their sensor glucose went down to 40 mg/dl and then the customer passed. A finger stick measurement was not taken to confirm the low. The customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was using sensors. The customer had a weak heart and was dead by the time the paramedics arrived. The paramedics tried to use paddles to revive the customer but were unsuccessful. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
(B)(4). The device did not have a battery installed when received. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08700 inches.unit communicated properly with the guardian link (3) and the test plug. No pump/sensor communication anomaly or calibration anomaly noted. Unit uploaded properly using carelink. Device had a scratched case and a pillowing keypad overlay. Data analysis: (date of passing: (B)(4)2019) there is no data available due to the unit did not have a battery installed when received.